Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device used for treatment and not diagnosis.(B)(6).

Event description:
This is 1 of 1 report for complaint (B)(4).

Event description:
During surgery for a facial fracture, the surgeon was tightening a self drilling cortex screw into dense bone, and head of the screw snapped off. The surgeon retrieved the screw head and chose another larger screw to implant. The screw shaft remains implanted in the patient. Reportedly there was no additional time added to surgery, and the surgery continued with no additional issues.